Event description:
A tandem mobi cartridge alarm was reported by the customer while using their insulin pump, particularly during the load process. There was no adverse impact to the customer's blood glucose level. The caller was experiencing cartridge alarms with consecutive cartridges, and as a result, technical support decided to replace the pump. The customer will continue to use the current pump until the replacement arrives, as the cartridge alarm was cleared with the loading of a new cartridge. The caller was informed about the steps required to return the problematic pump and prepare the replacement pump, including programming pump settings and connecting their continuous glucose monitor.